Event description:
It was reported that on (B)(6) 2013, the patient complained of the absence of stimulation (of note, to the distributor). Battery depletion was suspected. Because of no telemetry while using a physician programmer, the physician instructed the patient to charge the device for a long time and the patient went home. On (B)(6) 2013, the patient reported that the device could be charged for approximately 1 hour but couldn't be charged after that. No telemetry was observed using physician programmer, recharger or a patient programmer. An x-ray was to be performed. On (B)(6) 2013, telemetry was attempted again but no telemetry was generated. No issue was found on x-ray imaging. It was decided that the device was to be explanted. During the replacement procedure, telemetry was attempted but no telemetry was obtained. The device was replaced with the same model. Stimulation was confirmed at the end of the procedure.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Final device analysis for the stimulator (ins) revealed the battery had reduced capacity due to overdischarge. The ins was received in an overdischarged state. Telemetry was restored after performing one physician mode recharge at room temperature with a 1cm spacer between the ins and recharge antenna. After telemetry was restored, good stable output was observed from the ins. It was last recharged while implanted on (B)(6) 2012 for 43 minutes and the battery went from 3.785 volts to 3.790 volts. The last five recharge sessions recorded showed that there was 0 bars of coupling 5-7 minutes into each recharge session. The ins was last adjusted with a patient programmer on (B)(6) 2012 and the battery depleted to the "sleep" mode on (B)(6) 2012. Eventually the ins battery depleted to an overdischarged state and it was not recharged again until the physician mode recharge was used during analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.